Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired and several clips were misformed/crossed. The case was completed with no consequence to the pt. One device will be returned.